Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had alarmed a critical pump error. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer saw a red x on display. The customer was assisted with troubleshooting, the insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted.